Event description:
The customer observed architect analyzer error code 0900, wrong lot, component, or serial number in the (x) reagent carrier position in section (y), when the customer attempted to use architect sirolimus reagent, lot 80162m100. The customer tried to use the suspect reagent on another analyzer in the lab and the same error was generated. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i1000sr analyzer, list # 1l86-01, (B)(4). The cause of the architect sirolimus barcode read error was due to poor print quality from a single barcode printer. A product recall was issued on 5/27/2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other lots of architect sirolimus reagent were affected.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86-01, serial #(B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(6) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.